Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted 8/31/2015: correction: a review of the complaint record indicated this complaint was received by animas on (B)(6) 2015, not (B)(6) 2015 as previously reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The devices was returned to the manufacturer and investigation completed 25-jan-2018 with the following findings: on investigation, the pump powered on with an illuminated display screen. Investigation did not duplicate the alleged "blank screen" issue. Unrelated to the original complaint, the display screen was noted to be dim/discolored.